Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4). The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. Only the admin program was installed. It starts and runs normally. No sr manager errors were observed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the shared resources for the navigation system were uninstalled to restore functionality. Unrelated to the reported issue, a monitor cover was replaced. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not boot up applications. It was reported that the navigation system booted up, but application software would not load. It was reported that a sr manager failure appeared when attempting to enter the linux screen on the navigation system where the system then rebooted. Additionally, the navigation system would reboot when attempting to login to admin. There was no patient present when this issue was identified.